Event description:
It was reported that on (B)(6) 2020 an implant was placed in site 13. On (B)(6) 2020 the implant was removed due to loss of integration; no further injury was reported. No relevant patient history reported. Patient will need to return for new implant. Loss of integration.

Event description:
It was reported that on (B)(6) 2020 an implant was placed in site 13. On (B)(6) 2020 the implant was removed due to loss of integration; no further injury was reported. No relevant patient history reported. Patient will need to return for new implant. Loss of integration.